Manufacturer narrative:
D6: device returned with no lot# info. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was conforming and within design specs. The instrument was received in good physical condition and was examined and was found to be functional and within design specs. Comments: each instrument is evaluated during the assembly process to ensure that if functions properly. The diameter of the shaft has been modified to accomodate the new olympus 5.4 mm scope. H6; code 400: damaged firing mechanism.

Event description:
During a laparoscopic assisted vaginal hysterectomy the surgeon fired an ez35 across the broad ligament. After a complete firing of the first cartridge, the anvil stuck on top of the cartridge and would not release. The surgeon was able to release the anvil after a short period of time. Another cartridge was loaded and fired at the back table and the same thing happened. There was no consequence to the pt. 12/16/96 the case was completed with another ez35w.